Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to cardiac oversensing. Surgical intervention was later performed and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.